Event description:
There was an allegation of questionable results from a coaguchek pro meter. At 10:42 am, the result from a patient's coaguchek vantus meter serial number was 5.5 inr. Within minutes, the result from the nurse's pro meter was 4.0 inr. The therapeutic range was 2.0-3.0 inr and the patient tests once a week.

Manufacturer narrative:
The serial number of the coaguchek pro meter was not provided. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.